Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor displayed a service code 110 (overvoltage cleared no energy) and was unable to complete incoming functional testing. The cause for the service code and testing failure was isolated to a shorted c1 capacitor and open l1 inductor on the computer/analog pca. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.